Event description:
It was reported that the relion® insulin syringe was cracked. The following information was provided by the initial reporter: consumer reported to her that the replacement box sent to her from cs0064755 also contained 1 syringe with a cracked barrel.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 08-may-2023. H6: investigation summary: the customer returned (1) 0.5ml 31g 6mm syringe, reporting plunger cap damage/melted the barrel damaged/cracked. The syringe was visually examined and observed a damaged/deformed plunger cap. Upon visual examination, embecta was able to confirm the reported failure. A review of the device history record was completed for batch# 1343554. All inspections and challenges were performed per the applicable operations qc specifications. Based on the sample received, embecta was able to duplicate or confirm the customer-indicated failure. A root cause can be determined.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the relion® insulin syringe was cracked. The following information was provided by the initial reporter: consumer reported to her that the replacement box sent to her from (B)(4) also contained 1 syringe with a cracked barrel.